Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(6) 2016. The fse confirmed the diff preservative pump (pm204) was de-priming when the analyzer was idle. The fse replaced associated defective check valves (cv240 and 241), by-passed the quick disconnect from the diff reservoir for the diff preserve reagent, and clipped back tubing in pathway to pump resolving the issue. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported erroneous differential (diff) results for one patient sample cycled on a unicel dxh 800 coulter cellular analysis system compared to the customer's lh500 instrument. Quality controls (qc) were within specification preceding the event. The sample was collected in a 3ml edta vacutainer. Erroneous results were reported out of the laboratory. After release, the customer noted that the scatter plot was abnormal, and decided to re run the sample on the alternate instrument. There was no change or effect to patient treatment in connection with this event.